Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose at time of admission was 23 mg/dl. The customer was admitted at the hospital on (B)(6) 2016. Customer was treated with 5 glucose squeeze packets and a piece of candy. Customer was wearing the pump at time of hospitalization. Customer was driving passed out. Customer call then was disconnected. Customer declined to troubleshoot for the pump.